Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator would not calibrate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. They were unable to confirm additional findings. The customer declined repair of the device. The device is not returned to functional use.

Event description:
The manufacturer received information alleging a ventilator would not calibrate. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.